Manufacturer narrative:
The remote support engineer arranged the device to be sent into philips bench repair. Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicate that there was no issue with the speaker. The unit was tested for 24 hours connected to various simulators and the defect reported by the customer could not be reproduced. Preventively at the customer's request the speaker and mainboard can be replaced. Based on the information available and the testing conducted, philips was not able to replicate the reported problem and the exact cause of the reported issue is unknown. The reported problem was not confirmed. The customer was provided with a quote to replace the speaker as precaution. It has been concluded that no further action is required at this time. If additional information is received a supplemental report will be sent. D4: the manufacturing date for the reported device is prior to 24sept2016 so no UDI required. E1: reporter and reporting institution phone#: (B)(6).

Event description:
The customer reported the device has a speaker error. A good faith effort attempt conducted to receive information if the device still produced audible sound and if the device was in use at the time of the reported allegation did not reveal new information. It is unknown if the device was in use on a patient. There was no report of patient or user harm.